Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that an unspecified number of bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: is it possible to visit an intensive care unit? They have to deal with leaking syringes of 50/60ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: is it possible to visit an intensive care unit? They have to deal with leaking syringes of 50/60ml.